Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The insulin pump was received with a cracked case at the display window corner, broken reservoir tube lip, minor scratches on the display window, missing reservoir tube seal, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump was dropped several times. It was reported the lip of the reservoir tube was broken and pieces were missing. Customer also reported experiencing high blood glucose. It was found the reservoir was detached from the insulin pump during these incidents. Customer's blood glucose was 8.8 mmol/l. The customer also reported they were hospitalized on (B)(6) 2015 for low blood glucose. Customer stated they fainted from the low incident. The customer was advised the insulin pump will be replaced. Customer agreed to return the insulin pump for analysis